Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a pacing impedance measurement less than 200 ohms on the atrial channel. A signal artifact monitor (sam) event occurred which caused minute ventilation (mv) to be programmed off. Noise was noted on both channels which is suspicious for electromagnetic interference (emi). This patient does not require rate response; therefore, mv will remain off. No adverse patient effects were reported.